Event description:
It was reported that the patient experienced low blood glucose of 64 mg/dl after prior prolonged hyperglycemia above 300 mg/dl for over 90 minutes while using the ilet system; correction doses were delivered, and while glucose was trending down the patient consumed ice cream and announced a meal, after which hypoglycemia occurred. Customer care provided support that included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear in the context of recent high glucose with corrections and subsequent carbohydrate intake with a meal announcement. No symptoms associated with hypoglycemia reported. Outcomes included recovery to 135 mg/dl without further assistance or medical intervention. It was concluded that the event was user-related with cause of hypoglycemia unclear and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.